Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient tried to remove the catheter with a warm towel, but certain sections had strong adhesive so it took the patient a while to remove. The patient allegedly had to use petroleum ointment on his finger and slowly separate the adhesive from the skin; however, no patient injury was reported. The complainant stated that he would like for there to be more details regarding the application and removal on the packaging, as well as a size guide.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the mec product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient tried to remove the catheter with a warm towel; however, due to the strength of the adhesive, experienced difficulty. The patient allegedly had to use petroleum ointment to slowly separate the adhesive from the skin; however, no patient injury was reported.